Event description:
It was reported that the brady lead was explanted due to high pacing threshold due to partial lead dislodgement. A new lead was implanted. No additional adverse patient effects were reported.